Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cervical spine procedure. It was reported that the stryker astura spinal fixation system was being used with the navigation system the tap being used was outside of the pedicle on the monitor. All the instruments that were being used being the procedure were "knock off" medtronic navigation instruments. There was less than an hour delay in the procedure. No impact on patient outcome.

Manufacturer narrative:
The software analysis determined that the behavior described is the intended behavior of the software. The software was functioning as designed. No failure found. Eval code method is associated with this analysis. Eval code result is associated with this analysis. Eval code conclusion is associated with this analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information added to event description. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative (rep) stating that they were informed by the staff that as soon as the inaccuracy happened they aborted navigation and switched to using the c-arm. The rep asked a couple people that were involved in the case and no one knows the exact inaccuracy of the procedure, but the taps projection was outside of the pedicle.